Manufacturer narrative:
A2 - age at time of event: additional information received identified patient was in his 60s (years) at the time of the event. B5: updated with additional information. G1: MFR site address 1- business & technology park, model farm road. E1 - initial reporter city: (B)(6). Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported the patient experienced a vascular perforation. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified left superficial femoral artery (sfa). A 2.4mm jetstream xc catheter was selected for a percutaneous transluminal angioplasty (pta) procedure to treat peripheral artery disease (pad). During the procedure, the 2.4mm jetstream xc catheter functioned as expected. When imaging was used to confirm treatment, a vascular perforation was observed. An unknown-brand stent was placed to treat this patient complication and hemostasis was confirmed so the procedure was completed. It was further reported that the patient had intermittent claudication of the left lower extremity with rutherford stage iii classification. An endovascular thrombectomy (evt) procedure was performed on the affected side with an ankle-brachial index (abi) of 0.70. During a computed tomography (CT) procedure, intravascular ultrasound (ivus) indicated the affected area required debulking, so an unknow-brand catheter was used. The unknow-brand catheter was followed by a 2.4mm jetstream xc catheter to treat the patient. A vascular perforation was noted, and hemostasis was attempted for 15 minutes with a 5.0mm unknown-brand balloon, which was unsuccessful, so a non-boston scientific stent was placed.

Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. G1: MFR site address 1- (B)(6).

Event description:
It was reported the patient experienced a vascular perforation. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified left superficial femoral artery (sfa). A 2.4mm jetstream xc catheter was selected for a percutaneous transluminal angioplasty (pta) procedure to treat peripheral artery disease (pad). During the procedure, the 2.4mm jetstream xc catheter functioned as expected. When imaging was used to confirm treatment, a vascular perforation was observed. An unknown-brand stent was placed to treat this patient complication and hemostasis was confirmed so the procedure was completed.